Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres for 5 seconds. The balloon was removed using the normal method. The procedure was completed using another of the same device. There were no complications, and patient was in good condition after the procedure.